Event description:
This event was reported to olympus via medwatch report (B)(4). The physician was performing an endoscopic retrograde cholangiopancreatography (ercp), balloon sweep and cholangioscopy with periampullary biopsies procedure when the olympus device malfunctioned. While doing balloon sweep of common bile duct with over wire multi-3 v plus balloon the actual balloon separated from the device and was left inside papilla. After multiple attempts, retrieval was unsuccessful and the physician placed a stent to prevent cystitis. Ercp findings/procedure: the duodenoscope was inserted into the oropharynx under direct visualization and advanced smoothly into the stomach where the contents were suctioned. A cursory view of the gastric mucosa was normal. The scope was then further advanced through a pendent pylorus to the second portion of the duodenum. The major papilla was visualized and appeared small and flat. No mass or growth was seen. A biliary retrieval balloon preloaded with 0.025 inch guidewire was inserted into the major papilla and was advanced into the bile duct and intrahepatic ducts. Occlusion cholangiogram did not show any filling defect or stricture. Cystic duct was patent. The bile duct was swept with 11.5 and 15 cm inflated balloon multiple times. During balloon sweeps, we recognized that a small fragment of balloon catheter possible broke and got sucked inside the duct. Using new balloon, cholangiogram show small filling defect in the distal cbd. Balloon sweeps could remove it. Wire basket can not remove it. Cholangioscopy was done. An abnormal appearing intraductal content was seen, which could have been likely the fragment catheter piece but it went upstream during passing non-olympus biopsy forceps and could not be retrieved. Image were taken. A non-olympus biliary endoprosthesis stent (8 mm x 4 cm) was placed with excellent flow of contrast and few small stones fragments came out. Final fluoroscopic views of the hemidiaphragm reveled no free air. The duodenoscope was then completely withdrawn, insufflated air was aspirated, and the patient was extubated and returned to the recovery area in good condition having tolerated the procedure well. No immediate post procedure complications were observed. Intraoperative antibiotic dose was given. Impression: ercp, balloon sweeps, small stones removal. Non-olympus stent placed. Possible small fragments of balloon catheter in the duct. (Unsuccessful removal) plan: repeat ercp for stent removal, cleaning duct and periampullary biopsies in 6-8 weeks. Augmentin oral for 4 days.